Event description:
It was reported that the micro sagittal saw heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. During servicing at the manufacturer, it was also noticed that the device ran in safe mode.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the motor.